Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occured outside of the USA, in spain. On 14-04-2023, the spanish distributor notified us of an adverse event following the use of teosyal rha 2 in a patient. According to the information received, a patient was injected on (B)(6) 2023 with 0.3 ml of teosyal rha 2 on the left temple. The injection was done with a cannula using the retrotracing technique. Immediately, the practitioner noticed a vascular complication and was put in contact with the local medical expert for further information about the required treatment. As a corrective action, 2500 ui of hyaluronidase were immediately administered (two injections of 1500 ui and 1000 ui), followed by another 1000 ui a day post-injection. Finally, on (B)(6) 2023, we were informed that the symptoms were resolving well without further complications. The complaint was considered closed.